Manufacturer narrative:
Concomitant products: guidewire (astato, st. Jude medical), sheath introducer (23cm parent, medikit), balloon catheter (5mm*10mm ultraverse, medicon), guidewire (treasure, st. Jude medical). Initial reporter phone: (B)(6). The device has not yet been returned for analysis, and the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when the physician tried to deploy the 6.0x150mm 120cm smart stent, the y-connector was stiff to deploy the stent, so the physician took its hub firmly and tried to withdraw the y-connector, but it also needed force to deploy. Then, the physician tried to deploy, although the y-connector was "kept to stiff," but the tip of the stent jumped out of position toward the distal end. Therefore, an additional 7.0x150mm smart stent was placed in the front side and was fully covered, to successfully complete the procedure. There was no report of patient injury. Laparoscopic surgery was being performed. The target lesion was the left superficial femoral artery. The lesion was mildly calcified and mildly tortuous, with a rate of stenosis of 100%. An ipsilateral anterograde approach was made. A st. Jude astato guidewire with a 23cm medikit parent sheath introducer crossed the lesion. Pre-dilation was performed with a 5.0x10.0mm medicon ultraverse balloon catheter. The guidewire was changed to a st. Jude medical treasure guidewire. The 6.0mmx150mm smart stent was flushed as usual and delivered to the lesion. The device was stored, handled and prepped according to the IFU. There weren't any other anomalies or damages noted to the device or packaging prior to use. It was unknown if there was any resistance or difficulty advancing the device to the target lesion. It was unknown how many millimeters or centimeters did the tip of the stent move away from its original location. The product was clinically used. The product will be returned for analysis.

Manufacturer narrative:
A report was received that when the physician attempted to deploy a 6 x 150mm smart vascular stent, he/she found the y-connector stiff. When more force was applied and he/she attempted to deploy the stent, the stent was reported to have ¿jumped out of position toward the distal end¿. The procedure was completed with an additional 7 x 150mm smart stent to fully cover the lesion with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the left superficial femoral artery. This target lesion was described as 100% stenosed, mildly calcified and mildly tortuous. The patient¿s vasculature was accessed via an ipsilateral approach with a 23cm non-cordis catheter sheath introducer. The target lesion was crossed with a non-cordis guidewire and the lesion pre-dilated with a non-cordis 5 x 10mm balloon catheter. The guidewire was then exchanged for another non-cordis guidewire. The site reported that the smart stent delivery system (sds) had been stored, handled and prepped according to the instructions for use (IFU) and that there were no damages or anomalies noted on the device or its¿ packaging prior to use. The 6 x 150mm smart vascular sds was advanced to the target lesion. When the physician attempted to deploy the stent, he/she found that the y-connector was stiff. He/she is reported to have taken the hub firmly and tried to ¿withdraw the y-connector¿. The physician then applied more force to deploy the stent and this resulted in the stent jumping forward toward the distal aspect of the lesion. From the report, it is unclear how far forward the stent jumped. The procedure was successfully completed with the placement of an additional 7 x 150mm smart stent to fully cover the lesion with no reported patient injury. A non-sterile unit of smart 120/150, vascular 6mm x 150mm was received inside of a plastic bag. The catheter body was noted to have a kinked condition 64cm from the distal tip. Two kinks were observed on the inner member at 17.5cm and 17cm from the distal tip. The hypotube was also received slightly bent. The stent had been deployed and was not received for analysis. Dried blood residuals were observed in the inner member and in the tip. Functional deployment testing could not be performed since the device was returned without its¿ deployed stent. Testing of the hemostasis valve revealed that it could be opened and closed without difficulty and the hypotube could be retracted and pushed without difficulty. The catheter tip was inspected under the vision system and revealed a frayed condition on the brite tip. Sem analysis of the brite tip revealed evidence of elongation at the areas surrounding the frayed condition. Elongations can suggest an application of stress that exceeds the material yield strength and are common characteristics of pieces which were stretched/ pulled until separation. No other issues were found during sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds - deployment difficulty-inaccurate placement (peripheral)¿ event could not be confirmed based on the results of the analysis. The reported ¿hemostasis valve - unable to loosen¿ event was not confirmed based on the results of the functional analysis. The cause of the kinks, bend and frayed conditions found could not be conclusively determined during the analysis. However the results of the sem revealed evidence of elongation suggestive of force being applied that exceeded the material yield strength. This type of finding is a common characteristic of pieces that are stretched and pulled until they separate. The product IFU states that the use of this device is contraindicated in patients with highly calcified lesions. Users are instructed to flush the tuohy borst y valve with heparinized saline using a 3cc syringe to expel air. They are then instructed to lock the valve and continue flushing until the heparinized saline weeps from the distal catheter end. Prior to stent deployment, users are instructed to ensure that the device outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target lesion site. The tuohy borst valve should then be unlocked and stent deployment initiated my retracting the outer sheath while holding the inner shaft in a fixed position. Failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression or elongation. Based on the information available for review, there are vessel characteristics (100% stenosis) and procedural factors (use of force during valve opening and during deployment) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.